Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increasing low voltage lead impedance was observed. The measurements were still within normal range. The lead was capped and replaced.